Manufacturer narrative:
Date of event: unknown, but the best estimate is 2018. If explanted, give date: the lens was planned to be explanted on (B)(6) 2018, however no confirmation has been received. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (model zxr00 +25.5 diopter) was implanted in the right eye of a female patient. The lens was planned to be explanted on (B)(6) 2018 as a refractive miss was reported after surgery. Pre-op refraction: +050 +.75 x 168. Post-op refraction: -2.00 +0.50 x 180. Uncorrected visual acuity (ucva): 20/200. Best corrected visual acuity (bcva): 20/20. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.